Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no suction when testing prior to a surgical procedure. The cassette was exchanged to initiate procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in event description. Based on this information received, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that this was a vitrectomy probe with no suction instead of a cassette.